Event description:
It was reported that the patient had a revision on the asr right hip implant. The reason for the revision is unknown.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision due to take place (B)(6) 2012. Type of system unknown & unknown revised hip. Reason(s) for revision: unknown. Update from (B)(6) email (B)(6) 2012: hip revised, date of revision confirmed. Right asr hip revision. Update: product details received (B)(6) 2012. Update - reason for revision and system taken from claimsuite dated (B)(6) 2013. Resurfacing. Reason(s) for revision: pain. Update - (B)(6) 2015. Updated claimsuite alert received with a sleeve product number (no lot number) added along with unknown stem. Updated cup and head products with common name, brand name, manufacturing date, expiry date and complaint category. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Explant date. Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Asr revision type of system unknown revised hip. Reason(s) for revision: unknown.

Event description:
Reason for revision: pain.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.